Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) level was ¿high¿, specific value was not provided. No actions were taken to address high bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.